Event description:
Loss of osseointegration, patient has diabetes mellitus and is smoker, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, inadequate bone quality/quantity, mobility, asymptomatic. Bone too soft. First implant already lost at healing phase. Fixation of the existing full prosthesis with 2 implants (dalbo). Same patient as (B)(6).